Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that her implant is not working and has not turned on since (B)(6) 2017. The patient was scheduled to have an MRI of her l5/l4 (unrelated to the device or therapy) but was unable to because of the implant. The patient reported seeing warning messages indicating poor communication and replace programmer batteries. A charge ins battery was seen after new batteries was inserted. Following trouble shooting the patient was able to get 8 coupling bars. The patient indicated that they would charge to at least half and call back for help accessing MRI mode. No further patient complications have been reported as a result of this event.